Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had over infusion in volumetric test. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction a1. Correction b5: it was reported that a spectrum iq infusion pump over infused during volumetric test. There was no patient involvement. No additional information is available. Additional information: h3, h6, h11. H11: the device was received for evaluation. The reported problem was not reproduced during evaluation. The device was tested for flow accuracy and delivered within intended range. A review of the event history log during the last days of customer use and revealed 2 infusions programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. Both infusions ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.